Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus touch-pen of the programmer was unable to make a selection on the bottom of the programmer's display screen, resulting in difficulty with programming the device. It was also reported that the cord cover was broken and detached. The programmer is expected to be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus touch-pen was unable to make selections on the display screen of the programmer. It was also found that the power cord bay was broken, and the electrocardiogram (ECG) connector on the link electronic module (lem) printed circuit board (pcb) was loose. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.